Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device found the battery electrical resistance exceeds specification. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that a holter monitor revealed three second pauses of the right ventricular (rv) lead and also the device had no pacing output. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications were reported as a result of this event.